Event description:
It was reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer initially used a non-tandem charging cable, which resolved the issue. Tandem technical support informed the customer that using third-party charging supplies is not recommended unless for troubleshooting purposes. Acknowledging this, the customer received a promise of replacement charging supplies via two-day shipping. The pump began charging, and no further assistance was required.